Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the seals started to bleed about 15-20 minutes post use in a total thyroidectomy procedure. The surgeon and resident did mention that the patient was very bloody overall however not enough to require a blood bag. It may not be the device¿s fault however wanted to have it sent back and looked at. Another device was used to stop the bleeding. An end tone was heard but no regrasp alarm.